Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs300 intra-aortic balloon pump (iabp) unit failed battery switch test.

Event description:
It was reported that before use , the cs300 intra-aortic balloon pump (iabp) unit failed battery switch test. There was no patient involvement.

Manufacturer narrative:
It was reported that during a routine check the cs300 intra-aortic balloon pump (iabp) with battery switch test failure. Batteries were shipped to biomed on site as they were unable to wait to have a field service tech on site for the repair. Batteries were installed by biomed o site and passed his testing at that time. No patient involvement.